Manufacturer narrative:
B3 - date of event: 21-mar-2021 should be removed from the initial MDR. Claim # (B)(4).

Manufacturer narrative:
A4-a6: unk. Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo 13.2 implantable collamer lens of diopter -9.0/0.5/073 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2023 the lens was exchanged for a shorter length lens due to excessive vault and significant reduction of irido-corneal angles. The problem was resolved. The cause of the event was reported as unknown.